Event description:
Pump malfunctioned and displayed error code "mere" while epinephrine drip was infusing. Blood pressure dropped. Epinephrine drip restarted on another syringe pump. Blood pressure increased.